Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that she had reverted to manual injection after eight years of insulin pump therapy, after her blood glucose would drop and she visited the emergency room many times. The customer stated this occurred despite her doctor adjusting insulin pump settings. The customer's blood glucose was not provided.